Event description:
Baxter reports that a transfer set got detached from a titanium adapter. The pt disinfected the set and reattached the set. The pt then developed peritonitis. The patient is currently fully recovered. The pt has had episodes of peritonitis in the past. The pt has been using peritoneal dialysis since 2003. Further info is anticipated.